Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump alarmed air in line and did not flow. During a 100ml levophed infusion the patient experienced hypotension in the medical intensive care unit. Upon further observation, the tubing was found to be crimped by the novum pump. Additional information confirmed that the IV line was twisted and air was observed in the tubing. The pump functioned accordingly and alarmed appropriately for air in the line. No further information was available at the time of this report.